Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Additional information: event site postal code: (B)(6). Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during device preparation just before iabp therapy was about to be initiated to the patient, the cardiosave intra-aortic balloon pump (iabp) touch screen does not respond . Another iabp unit was used instead to initiate iabp therapy. There were no adverse consequences to the patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.